Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that a motor error alarm occurred during rewind. There were some motor error alarms in the alarm history. The customer¿s blood glucose level was unknown. No further details were given. The product will not be returned for analysis.